Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter kinked and caused an occlusion. The following information was provided by the initial reporter: "they are seeing a rise in occlusion problems that may appear to relate to kinking in the cannula. They are not attributing this solely to the cannula and are running tests on the pumps they use and also their cme 100 cm infusion line."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter kinked and caused an occlusion. The following information was provided by the initial reporter: "they are seeing a rise in occlusion problems that may appear to relate to kinking in the cannula. They are not attributing this solely to the cannula and are running tests on the pumps they use and also their cme 100 cm infusion line."